Event description:
It was reported that the right ventricular (rv) lead was explanted due to patient having worsening tricuspid valve regurgitation. The physician was not sure if the lead was worsening the condition. A non-bsc device was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to patient having worsening tricuspid valve regurgitation. The physician was not sure if the lead was worsening the condition. A non-bsc device was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in correct location on the terminal pin. The helix was retracted, and dried body fluid were noted in the helix housing. Melt marks were noted in outer insulation, likely due to explant electro cautery damage. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. The hipot test passed indicated no electrical shorts between conductors. The pressure test passed indicating the lumen/outer insulation is intact. The stylet insertion test passed without issue indicated no blockage in the lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.